Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.7 cm abdominal aortic aneurysm. The aortic neck was 23 mm in diameter and 32 mm long. The distal aorta was 24 mm in diameter. The right iliacs were 15-16 mm in diameter, and the left iliac was 19-20 mm in diameter. The iliacs were severely tortuous. The femoral arteries were 13 mm in diameter bilaterally. It was reported that a recent CT with contrast revealed a distal type ib endoleak coming from the right contralateral limb. A proximal type I endoleak was also observed coming from the endurant cuff. The physician performed a secondary intervention and implanted two extensions, one proximal and one distal, resolving both of the endoleaks. The investigator assessed the events as not device but procedure related. Per the physician's statement, the cause for the event was due to disease progression and not related with the stent graft. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received from clinical; the investigator confirmed that the physician elected to implant a chimney stent graft in the right renal artery during the treatment of the proximal type I endoleak. The technique was performed because the cuff had to cover the right renal artery. It was additionally confirmed that the right internal iliac was embolized with coils prior to extending the stent graft to treat the distal type I endoleak.

Manufacturer narrative:
(B)(4).